Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced separation with leakage. The following information was provided by the initial reporter: tubing came apart bottom of connector close to patient. Ivf leaking.

Manufacturer narrative:
H6: investigation summary a sample was received and the customer's complaint of separation was immediately verified. The set was separated upon receipt for testing by our quality team. Visual analyses under microscope was employed and the failure was found to be due to lack of solvent at the separated tubing junction. The manufacturer was then contacted and the root cause of this failure was found to be an absence of jig at the male luer assembly portion of the set. The manufacturer has since corrected this issue. A device history record review for model 2426-0500 lot number 21113223 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported that the bd alaris¿ lvp 20d dehp 2ss cv experienced separation with leakage. The following information was provided by the initial reporter: tubing came apart bottom of connector close to patient. Ivf leaking.